Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis in the end of (B)(6) of 2017. The customer did not provide their blood glucose value. The customer experienced symptoms such as vomiting. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer reported issues with a button error as well as a no delivery alarm. The customer stated that the buttons were sticking. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent express bolus, esc, act, and up arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.